Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the sensor failed. An unknown time after the sensor failure the patient experienced feeling shaky like she was going to lose consciousness. An ambulance was called by the patient. It was unknown if and what treatment was given to the patient, and if the patient was brought to the hospital. The patient declined to provide further event details. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be low count aberration. No additional patient or event information is available.